Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report the following additional information was received: during a control visit of the patient before (B)(6), the physician performed another angiogram to look for the separated tip but could not find it. The physician assumes that the tip must have been removed from the patients anatomy and must have been discarded during clearance. The physician noted that he usually uses an average resolution during angiography.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of angiography (B)(6) 2014 has been estimated. Implant date has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was symptomatic with shortness of breath and a reduction in walking distance. The procedure was to treat in stent restenosis of a supera stent that was implanted in the distal femoral artery on (B)(6) 2014. A hi-torque connect guide wire was advanced without resistance toward the restenosis in the supera stent and the occlusion was easily crossed. There were some maneuvers done with the guide wire and multiple exchanges of other devices. The stenosis was treated with a dilatation balloon. The guide wire was withdrawn without resistance and, upon removal from the patient anatomy; the blue tip appeared to be shorter than it should be. Angio was reviewed and the guide wire tip could not be found in the patient anatomy. The physician suspected that the guide wire tip was withdrawn and discarded during removal of a balloon catheter. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.